Manufacturer narrative:
The lens remains implanted in the patient¿s eye; however, a photo of the lens was provided for evaluation. The alleged scratch was not identified. The complaint can't be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that following implantation of the intraocular lens, (iol) that there was a scratch noticed in the peripheral region of the optics. Reportedly, the scratch will not affect the patient's vision. There was no patient injury, user injury, or delay in surgery for the event. Patient was 20/25 and/or higher; no explant is planned. Lens remains implanted.